Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they experienced the events of ¿deformation," "dents," "can't sleep at night," "pressure especially when lying on left side," "can't sleep on belly," pressure pain even when touching breasts lightly, "general feeling of unease, panic," and "shortness of breath". Patient additionally reported rupture. Device remains implanted. This record represents the left side.